Manufacturer narrative:
The exact event date is unknown. However, it was reported that the event occurred a year after the implantation of the device. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the patient. The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that an advantage fit sling was implanted during a transvaginal tape procedure on an unknown date. According to the complainant, a year after the procedure, a translabial scan was performed due to the adverse symptoms experienced by the patient including pains in left groin, and palpable mesh inside the vagina, making penetrative sex impossible. The scan revealed that the mesh had moved downwards, one side lower than the other. The other side of the mesh had twisted and frayed. The scan also showed that the mesh have eroded and cut through the vagina, internal inflammation and foreign body rejection. The sling was reported to be still inside the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.